Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported the patient woke up during the implanting surgery and their back wasn't numb and the patient noticed burning at that time. No further complications were reported.